Event description:
It was reported that a leak was observed from the tubing near the blue slide clamp of a clearlink polyethylene lined solution set during infusion of an unknown chemotherapy medication and saline solution. The customer also stated that the solution that leaked out of the tubing was saline as the chemotherapy medication was not introduced at the time of the leak. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This occurred after priming with saline, as a chemotherapy bag was about to be hung for a patient infusion, and before patient connection. The set was being used with a flo-gard pump, which sounded an occlusion alarm. The nurse then pulled the set out of the pump, and the leak was noticed when solution contacted the nurse's hand. Though chemotherapy solution had not been introduced to the set, the hospital treated the event as a chemotherapeutic exposure as a precaution. The reporter stated that the nurse's labwork came back and indicated no injury or adverse event. The set was loaded into an in-house flo-gard pump and the cut in the tubing lined up with the door tube guide. The leak occurred due to the cut, which was determined to have been caused by a misloading of the set into the pump. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The sample arrived out of the pouch fully primed. Visual inspection was performed. The sample was spiked into an in-house 1000ml solution bag and re-primed. This identified a leak just above the bottom pump segment. Closer visual inspection under a microscope showed that there was a cut in the tubing approx. ¾ of an inch above the bottom pump segment. The reported condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.